Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The access accutni+3 reagent was not returned for evaluation. An assignable cause of the reproducibly elevated and imprecise troponin I (access accutni+3) results is unknown and cannot be determined with the available information. (B)(4). All mdrs associated with this event: 2122870-2016-00236; 2122870-2016-00237.

Event description:
The customer reported obtaining reproducibly elevated and imprecise troponin I (access accutni+3) results on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) for the second sample drawn for one (1) patient. Initial access accutni+3 results of 0.06 ng/ml were obtained. The patient's sample was repeated on the same unicel dxi 600 immunoassay system and results of 0.11 ng/ml and 0.10 ng/ml were generated. The laboratory uses a normal reference range of 0.00-0.03 ng/ml. The sample was reanalyzed on the laboratory's alternative access 2 immunoassay system serial number (B)(4) and lower but above normal reference range results of 0.04 ng/ml and 0.03 ng/ml were generated. The customer believes the results obtained from the access 2 are the correct results as they match the clinical presentation of the patient. There were no reports of patient injury or change to patient treatment associated with this event. System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. Two fifteen (15) repetition precision runs were performed and both passed within assay specifications. The patient's sample was collected in 13x75 mm becton dickinson (bd) lithium heparin plasma tubes. Centrifugation information is unknown. The samples were stored at room temperature and run shortly after being drawn. The customer notes no issues with sample integrity. There were no error messages on the analyzer at the time of this event. MDR 2122870-2016-00236 will address the access accutni+3 results obtained on (B)(6) 2016 for this same patient.